Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing got twisted during use preventing insulin delivery. Cartridge change was performed resolving the issue. Customer¿s blood glucose level was 246 mg/dl. Customer was given manual injections for to address the bg.